Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Wound - mouth [wound]; brush head is loose on the holder / every time I touch the inside of my mouth, I get a wound [injury associated with device]; brush head becomes detached in mouth, like something breaks or releases in the head, stops spinning [device breakage]; brush head is loose on the holder [device physical property issue]. Case description: consumer e-mailed stating the brush head was loose on the holder, and it became detached in his mouth, like something broke or released in the head; it also stopped spinning. No serious injury was reported.

Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Wound - mouth [wound], brush head is loose on the holder / every time I touch the inside of my mouth, I get a wound [injury associated with device], brush head becomes detached in mouth, like something breaks or releases in the head, stops spinning [device breakage], brush head is loose on the holder [device physical property issue], product counterfeit [product counterfeit]. Case description: consumer e-mailed stating the brush head was loose on the holder, and it became detached in his mouth, like something broke or released in the head; it also stopped spinning. No serious injury was reported.